Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibited high pacing thresholds and during the revision attempt the lead exhibited helix retraction issues due to tissue grown around helix. Lead was the successfully replaced. No additional adverse patient effects were reported.